Manufacturer narrative:
Event site name: (B)(6). Upon completion of the investigation into this event, a follow up report will be submitted.

Event description:
It was reported that during routine inspection, the cardiosave intra-aortic balloon pump (iabp) had an unexpected shutdown issue. There was no patient involvement reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that there was an issue with power management board.